Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. Three subsequent draws from the patient were tested on the same instrument, resulting lower. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse completed a total service call. The cse found the rinse blocks were leaking, and replaced them. The cse also replaced the sample syringe. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00069 was filed on february 12th, 2015.corrected information (02/19/15): the corrected date of event is (B)(6) 2015. The corrected date received by manufacturer is 01/21/2015.